Event description:
It was reported that after a da vinci-assisted surgical procedure, the force bipolar's wrist was disconnected from the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to the initial reporter to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and replicated the customer reported complaint. The instrument was found to have a severely bent grip at the base of the grip, where it meets the distal pin. The base of one of the grip tips was found to be bent slightly outwards. As a result, the grip tips were unable to open all the way properly when the inputs were manually articulated. The grip tips were still attached to the instrument. The root cause of bent grip-tips is typically attributed to the user, such as excess force applied to the instrument jaws.